Event description:
Device malfunction: premature, partial stent deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure in the right superficial femoral artery, as the absolute pro stent delivery system (sds) was advanced on the .035 wholey guide wire, when at the introducer sheath, the sds became caught on the "silicone jacket" of the guide wire. As the sds was removed from the guide wire, force was used and the stent prematurely, partially deployed. There was no adverse patient effect. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4) (off label vascular use, excessive force; incorrect removal - (B)(4). The device was received. Investigation is not complete.